Event description:
It was reported to ge that poor image quality during an obstetric ultrasound examination may have contributed to fetal demise. Follow-up investigation indicated that, although there was minor image degradation, there was a full range of view in the image. The probe was replaced and returned to service.